Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation identified the no image malfunction was isolated to cable disconnection. No other abnormalities were newly observed. A device history review revealed no issues that could have caused or contributed to the reported issue. Based on the investigation results, no nonconformities were found. A definitive root cause cannot be identified. The potential cause of the no image malfunction was traced to the cable disconnection. To mitigate risk/harm to the patient, the instruction for use manual provides the following: 4.1 precautions(warning) if an abnormal endoscopic image or an abnormal function occurs but quickly corrects itself, the equipment may have malfunctioned. In this case, stop using the camera head because the irregularity can occur again and the camera head may not return to its normal condition. Stop the examination immediately and slowly withdraw the endoscope from the patient while viewing the endoscopic image. Continued use of such equipment may cause more severe damage to the equipment and/or patient injury, bleeding, and/or perforation. If the endoscopic image on the monitor should unexpectedly disappear, freeze during a procedure and cannot be restored, or focus adjustment cannot be controlled, turn the video system center off and then on again. If the image still cannot be restored, immediately turn the video system center off. Disconnect the camera head from the endoscope and carefully withdraw the endoscope from the patient, while viewing through the endoscope¿s eyepiece. Keeping the endoscope inserted into the patient, feeding air/water, or performing suction or treatment without an endoscopic image is extremely dangerous. If an endotherapy accessory is being used, withdraw it in the safest manner before withdrawing the endoscope. In addition, be sure to prepare another camera head to avoid interruption of the procedure. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported that the high-definition camera head has "no image coming up at all". It is unknown when the issue occurred. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide a correction to the investigation result. Updated fields: h6, h10. Corrected data: b31 communication error was inadvertently missed being reported in the initial report, based on results of incoming inspection sheet. B31 error was caused by faulty cable. Olympus will continue to monitor field performance for this device.

Event description:
This report is being submitted for correction to legal manufacturer's investigation results.